Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became unresponsive after turning the pump on. The pump turned on when plugged into a power source and the customer was able to access the pump features. Also, it was noted that when the pump was turned on from not being in use due to being out of supplies, the pump was reset. Reportedly, the pump was not used for approximately 2 days and it was possible that the pump battery died. It is also possible that it was an expected pump reset; however, this could not be confirmed. It was noted that the battery gauge was at 40% when it was turned on. The customer's blood glucose level was not impacted. Reportedly, the customer would use manual injections until replacement pump is received.